Event description:
Additional review of this event determined that this event is not considered a reportable event. There were no allegations against the implanted 25mm amplatzer cribriform occluder that was implanted on (B)(6) 2017. The device was explanted on (B)(6) 2021 as it was difficult to isolate the device from the 16mm amplatzer septal occluder. There were no complaints of malfunction and/or adverse event regarding the 25mm amplatzer cribriform occluder.

Manufacturer narrative:
Upon review, the 25mm amplatzer cribriform occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and/or a serious event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 16mm and a 25mm amplatzer septal occluder was implanted on (B)(6) 2017. There were 2 defects in asd so the 16mm aso was implanted anterior side and the 25mm (amplatzer cribriform occluder) was implanted posterior side. The procedure was completed without any trouble. The patient was taking regular follow up by transthoracic echocardiogram (tte) yearly and no issue was detected so far. However, the patient was rushed into the hospital due to chest pain and loss of consciousness. On (B)(6) 2021 the patient had an emergent surgery and two occluders were surgically removed. The patient tolerated the procedure well and had been in stable condition postoperative phase. The right disc of the 16mm aso was observed under direct vision to have dug into aortic posterior wall and become slightly dent though, no thrombus adhered onto the disc so the physician considered it was not erosion but indolent effusion.. No additional information was provided. Related manufacturer reference number: 2135147-2021-00529.